Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was confirmed that the mobile view station (mvs) uninterruptible power supply (ups) does not power on or charge ups battery. The medtronic representative replaced the ups and verified battery held a charge. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A biomedical engineer from the site, reported that the imaging system's mobile view station (mvs) would not display anything when the system was powered on. The system would receive power, as he could hear the computer fans, and after multiple system reboots the display still would not show anything. The site representative reported that he measured voltage across the monitor connection and there was no voltage. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.